Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what actions/interventions were taken to resolve the inability to increase the settings and the power on reset (por) message issue, the patient said the issues were unable to be resolved. They were instructed to see their healthcare provider (hcp) so they did; the hcp reset the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient had ablation done on the si joint on tuesday and they didn't turn off their ins (surgery was not related to device/therapy). They reported leaking on date of initial report and they couldn't increase their settings; they were seeing a power on reset (por) message. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation method code updated/corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had hip and back issues that were unrelated to the ins. These issues required them to get rf/microwave ablation done on their si joint. The patient explained their reason for calling was to know how to turn the ins off for this treatment. The patient stated they had ablation done previously and that caused the ins to get messed up. They explained that the ins stopped and they had to get it reprogrammed. They stated every time they went they reminded the healthcare provider they had the implant. It was reviewed how to sync using the patient programmer, how to turn the ins off, and how to turn it back on. While the patient was doing this, they reported they were on program 1 at 2.5v. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked what actions/interventions were taken to resolve the inability to increase the settings and the power on reset (por) message issue; the hcp added the patient went through a metal detector around the same time as the surgery noted previously. The hcp wasn't sure what exactly (the surgery or the metal detector) reset the patient programmer (pp). The pp was reset which resolved the pp issue. No further patient complications have been reported as a result of this event.